Event description:
Additional information received reported that the patient was doing well.

Event description:
It was reported that shortly after a pump replacement (see pe (B)(4) 2 motor stalls/recoveries) the patient had a respiratory arrest. The patient responded to narcan (an opioid antagonist) and the dose was decreased. The reporter was unsure what it was decreased to. The patient was reportedly stabilized. There were no programming errors. The healthcare professional had aspirated the catheter during the replacement and a priming bolus was done to the tubing and catheter volume, with an additional therapeutic bolus added to that. It was programmed as a single bolus of 2,999mcg with a total volume of 0.374ml. The reporter stated that this was checked and calculated using the pump tubing volume of 0.1999ml + total catheter volume (tcv) and the additional therapeutic bolus of 192mcg. The pump was used to infuse fentanyl, clonidine, bupivacaine, and baclofen (compounded). Follow up was conducted to obtain additional information that had not been received at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: 2006-(B)(6), product type: catheter. (B)(4).